Event description:
Gradual and repeated production of what appears to be battery corrosion (from the nickel cadmium batteries) from the seams of my sonicare toothbrush. Careful cleaning did not prevent corrosion from bubbling up again, and corrosion reappears. Finally looked closely and saw a powdery texture to the corrosion and realized this is likely battery corrosion from cadmium, a very toxic substance which I have been handling daily. Document# (B)(4). Report# 20120330-87b8b-2147468802. (B)(6). Purchase date: (B)(6) 2010 - this date is an estimate.